Event description:
F/u with the doctor reveals "a port leak and displacement with port removal."

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. A leak test and fill inspection reveal no leakage to the device. Device labeling addresses the possible outcome of leakage and displacement as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Failure to secure the port properly may result in its subsequent displacement and necessitate reoperation."